Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no product code has been made available and no sample was received for evaluation. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. It has been communicated that no additional clinical documents are available at this time. Therefore, no thorough clinical assessment of the reported issue can be rendered. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once the sample received, an assessment will take place to make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini . A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). It has been communicated that no additional clinical documents are available at this time. Therefore, no thorough clinical assessment of the reported issue can be rendered.

Event description:
It was reported that the classic dressing (66000700 or 66000451) lot# 201620 was causing problems with tearing skin when it is removed.